Manufacturer narrative:
The instrument was returned and evaluated. Engineering noted that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still inside the clevis. The clevis did not exhibit excessive damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
During a da vinci si hysterectomy procedure, the user facility identified a wire hanging out of the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.